Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the aviva nano system 1 and medwatch with patient identifier (B)(6) for the aviva nano system 2.

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes and 4 minutes respectively: 1. 238 mg/dl (mobile system) and 106 mg/dl (aviva nano system 1) 2. 388 mg/dl and 396 mg/dl (mobile system) and 134 mg/dl (aviva nano system 2) sets of comparisons were obtained on different days. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.